Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the impedance was high and out of range.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission after receiving a vibratory alert from the implantable cardioverter defibrillator. Review of the transmission noted out of range high voltage lead impedance. The patient experienced some anxiety due to the vibratory alert. No additional information was reported.